Manufacturer narrative:
The event unit was returned for evaluation. Upon inspection, engineering was unable to confirm the customer experience. A review of the manufacturing records for the lot number provided revealed that the product passed all quality and manufacturing inspections. The root cause of poor blade performance is unknown. The returned device met all specifications. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. This report is being filed as a result of a re-review of applied medical complaints received between june 1, 2014 and may 31, 2016. This retrospective review was associated with a quality management system (qms) compliance action plan developed and presented to FDA to address an april 10, 2015 warning letter. Applied medical has revised its MDR reporting criteria to be more conservative and has improved complaint handling and MDR reporting processes. The reviews ensured that recent reportable events were appropriately identified and reported to the designated regulatory authority(ies). This report, which represents the initial and final reports combined, is being submitted based on the findings of that retrospective review. In accordance to 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Laparoscopic cholecystectomy - "surgeon attempted to cut the bile duct with the scissors. The scissors closed but would not cut." Patient status - satisfactory.